Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nissen fundoplication procedure, the seal was leaking. Used a second device to complete the case. There was no patient consequence reported.